Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that farfield r-wave oversensing and ventricular oversensing from electrical noise were noted on interrogation. The episodes were confirmed to have occurred during a surgical procedure. The device remains in use. No patient complications have been reported as a result of this event.